Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances reports (ncrs) were generated during the production of the subject device that are relevant to the complaint description (threads separated). The ncrs relate to documentation errors and non-thread feature specifications. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgical procedure involving a posterior lumbar interbody fusion (plif) procedure at levels l4-l5, while inserting a pedicle screw at right l4 and after disengaging the locking holding sleeve, the threads of the tip were noted to have separated. No fragments were generated. There was no surgical delay and surgery was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned instrument was examined and the threaded tip was found to be peeling with no missing segments. A definitive root cause was unable to be determined however the failure is consistent with rough handling. The compliant is confirmed. This holding sleeve is the same design as a shorter locking holding sleeve. The matrix spine system includes 5 holding sleeves (03.632.001, 03.632.036, 03.632.085, 03.616.042, and 03.616.043) for screw insertion with an appropriate driver. The applicable us matrix technique guides do not include instruments with part numbers 03.616.042 and 03.616.043, these instruments are mentioned only in the technique addition. The returned instrument was examined and the threaded tip was found to be peeling with no missing segments. The applicable associated drawings were reviewed. These drawings call out the appropriate dimensions, material, and finishing processes for a successful design. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The non-conformance reports (ncr) are not relevant to the complaint description (threads separated) because the ncrs relate to documentation errors and non-thread feature specifications. A definitive root cause was unable to be determined; however, the failure is consistent with rough handling. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.